Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. There is no report of specific trauma. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition, the stimulator housing is reportedly protruding, which may be due to an inadequate fixation of it. To determine an exact root cause a device investigation of the explanted device is necessary.

Event description:
Device malfunction.there is no report of specific trauma; however the implant housing is reportedly protruding. Re-implantation is considered but no further information has been received.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. In addition, the stimulator housing was reportedly protruding, which is probably due to an inadequate fixation of it. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
Device malfunction. There is no report of specific trauma; however the implant housing is reportedly protruding above the line of the skull, the skin is intact. The patient was re-implanted.